Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that the preloaded intraocular lens (iol) was torn or scratched. The issue was noticed during implantation/application of the lens. The lens was removed and replaced with another lens in the same procedure. The patient status was temporarily impaired. There was no patient injury. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 27, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the original folding carton was received, along with the patient stickers, patient implant identification card, implant notification card, and an open pouch. No lens or handpiece was received. Product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.